Event description:
The customer reported that the system has been shutting down by itself. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray tube was in need of replacement. No further information is available at this time.